Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A customer reported experiencing poor vacuum and constant occlusion alarms during cataract surgery. The surgeon completed the surgery without any patient harm and the machine was taken out of use. The surgery lists of that day and the next day had to be canceled. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. A company representative worked with the customer to get the settings changed back. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to customer use error.